Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an out of box catheter issue. It was reported that the catheter was kinked when they took it out of the box. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the catheter revealed damage had occurred to the catheter body and guide wire during the implant procedure. Analysis noted bends in the catheter as well as a bend in the guide wire. If information is provided in the future, a supplemental report will be issued.